Manufacturer narrative:
Date of submission 11/07/2017 the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank. The pump cover was opened and moisture was observed on the printed circuit board. The blank display was found to be caused by moisture damage. Unrelated to the original complaint, the pump case was found to be cracked near the top right corner of the display. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the issue occurred after the patient went swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.